Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: reduce port surgery event description: gelpoint was placed into a 2.5cm incision at the umbilicus for specimen extraction and for reduce port surgery. The camera was placed through a 10mm sleeve and a separate 10mm sleeve was placed through the gel for the assist port. When the surgeon finished morcellating the specimen he recapped the gelpoint to take a final look in the abdomen and noticed the clear plastic piece that comes inside the sleeve had detached and was laying on top of the patient's bowel. Had he not taken a final look, the plastic piece could have been left in the patient's abdomen. No additional product needed to be pulled since it was noticed at the end of the procedure. Type of intervention: no additional product needed to be pulled since it was noticed at the end of the procedure. Patient status: no patient injury.

Event description:
Procedure performed: reduce port surgery. Event description: gelpoint was placed into a 2.5cm incision at the umbilicus for specimen extraction and for reduce port surgery. The camera was placed through a 10mm sleeve and a separate 10mm sleeve was placed through the gel for the assist port. When the surgeon finished morcellating the specimen he recapped the gelpoint to take a final look in the abdomen and noticed the clear plastic piece that comes inside the sleeve had detached and was laying on top of the patient's bowel. Had he not taken a final look, the plastic piece could have been left in the patient's abdomen. No additional product needed to be pulled since it was noticed at the end of the procedure. Type of intervention: no additional product needed to be pulled since it was noticed at the end of the procedure. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the shield was separated from the sleeve. Based on the condition of the returned unit, it is likely that the reported event was caused by an asymmetrical instrument that was inserted through the sleeve in a non-axial manner. The instructions for use (IFU) states, ¿all instruments should be centered axially when inserted through the sleeve¿s seal for easier insertion." Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.